Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department and no product performance issues were identified. The described event occurred during a supply change operation and before the leadscrew nut was rewound. The engineering logs found no malfunction alerts from the start of use to the end of currently available logs. Review of motor activity in the logs also show no abnormal motor activity. The user did not follow the screen prompts on the ilet, remained connected to the device, then inserted a newly filled insulin cartridge into the ilet without properly completing the rewind process. Additionally, the user reused the tubing and luer connector during the supply change. This is contrary to the user training, the ilet's instructions for use and the prompts that are displayed directly on the ilet rewind screen. After tapping the change insulin cartridge & tubing row, the following message displays directly on the ilet screen: "disconnect tubing from body. Insulin delivery will be stopped". The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.

Event description:
On (B)(6) 2024 a beta bionics territory business manager received an email from an ilet user's healthcare provider (hcp) reporting the user had accidentally primed the entire pump cartridge of insulin all at once. The hcp estimated the amount of insulin primed was 180 units. The user is 17 years old, was newly diagnosed in (B)(6) 2023 and new to an insulin pump. On (B)(6) 2024 a beta bionics customer care agent reached out the user to follow-up on the event. The agent spoke with the user's mother. The mother stated the event occurred last night ((B)(6) 2024) around 10 pm when the patient tried to change the supplies themselves. The user went through a supply change, kept the same tubing and luer connector, and switched out the old cartridge with a new cartridge. While the user was still connected to the ilet, attempted to place a newly filled cartridge into the chamber without rewinding the ilet this resulted in about 150 units of insulin being unintentionally primed into the user. The user woke his parents up immediately to let them know what happened and they assisted the user out of courtesy, they gave the user soda and drove him to the emergency room (ER). The user's lowest glucose reading was 44 mg/dl. At the hospital the user was treated with gatorade, cookies, 9 apple juices, gushers, graham crackers, chocolate ice cream, 2 pop tarts, potassium drink, and a ham sandwich. The patient was also connected to an IV and given dextrose and potassium. The user was discharged from the hospital at 9 am on (B)(6) 2024. The user reconnected to the ilet under the advisement of their hcp. A beta bionics clinical diabetes specialist (cds) met with the user and parents to reinforce the importance of reading the prompts on the screen and always disconnecting when doing anything with the cartridge or tubing.